Event description:
It was reported that this was procedure using a prostyle device related to an interventional abdominal aortic aneurysm repair procedure. Reportedly, the device failed when the lever was closed to retract the foot. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. As indicated by the bent needle tip and the cuff tabs a bilateral needle to cuff miss occurred. It is likely then that the vessel interaction that caused the cuff miss contributed also to the difficulty to open or close the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.